Event description:
It was reported that one day post implant, the patient experienced muscle stimulation at the pacer site. Upon opening the pocket the lead exhibited an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.